Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high potassium (k) which were generated by unicel dxc 600 chemistry analyzer. Critical re-run results were also high on the initial sample and the results were reported out of the laboratory. Repeat test results and redraw sample results were lower. Medication was administered to the patient based on the erroneous high results.

Manufacturer narrative:
Controls were within specifications. No unit issues were noted. A bci field service engineer (fse) evaluated the ise and repaired parts. A clear root cause cannot be identified for this event.